Event description:
It was reported that (1) device was used during a gastric exclusion. It was reported by the rep that the tct10 instrument was fired across the stomach. The staples on the left side of the cut line, in the middle of the staple line, did not form properly. The pt was oversewn to complete the case.